Event description:
It was reported that during follow up, review of stored egms revealed that device delivered inappropriate hv therapy for atrial fibrillation with rapid ventricular response. Programming changes were made. No further information available.